Event description:
Ref importer report (B)(4).

Manufacturer narrative:
The prismaflex control unit was inspected by a technician after the reported event. No issues were identified. Treatment data card files from the prismaflex control unit were not available for analysis. In any event, a "general system failure" alarm is not a failure in itself. As indicated earlier, the alarm is activated under certain circumstances, including, for example, a transient condition, and places the machine in a safe state.